Manufacturer narrative:
New information provided to philips indicated there was no patient involvement. The issue occurred during the operational check. The device shut down when the user was instructed to press the shock button. A philips representative evaluated the device onsite and identified that the power cord was disconnected from the device during the operational check which caused the device to turn off.

Event description:
It was reported to philips the device failed to defibrillate during a patient event. There was no harm to the involved patient.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.